Manufacturer narrative:
Device was returned for evaluation. This device was used for a meniscal repair. The complaint indicated that ¿t1 and t2 deployed simultaneously¿. The blue split cannula was not returned. The depth limiter was returned and has been trimmed to the surgeon¿s preference. T1 was not returned. T2 and balance of suture were returned separated from the delivery needle. The delivery needle is bowed and slightly twisted. This device requires a manual lever push for a manual advancement of the actuator. There would be no "simultaneous deployment" with individual manual cycling. The anchors are released by manually stripping off of the needle. Damage to the needle can inadvertently bind or release the anchor when not intended to. Advancement of t2 may have been an inadvertent action. There seems to have been difficulty with the suture as well. It is frayed and torn. Simultaneous deployment cannot be confirmed. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that during a meniscal repair procedure, when deploying t1, t2 was deployed simultaneously. A backup device was used to complete the surgery. No delay or patient injuries were reported.